Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt, the internal handles would not allow the associated defibrillator to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Please reference medwatch report numbers: 1220908-2010-03233 and 1220908-2010-03247 for similar reports from the same customer. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.